Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not undergo revision surgery at this time. The recipient remains implanted and will be a non-user of the device. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The helium leak test results exceeded testing limits. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device has nitrogen that exceeded testing limits. Based on an assessment of the helium leak test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted.

Event description:
The recipient is reportedly experiencing electrode migration and open electrodes. Revision surgery is scheduled.